Event description:
It was reported that, "the pt fell and needed plating done. The doctor explanted the modular neck and replaced with another neck."

Manufacturer narrative:
The device is not available for eval. If add'l info is provided, the eval results will be submitted in a supplemental report.